Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The investigation of the reported issue has been finalized. It was reported that the ventilator failed pre-use check. There was no patient involvement. The reported issue has been confirmed during evaluation of received problem description. Log files and service report were not provided. Our fse (field service engineer) was on site to investigate the issue further and found out that pressure transducer pcb (pc1781), inspiratory pipe, and moisture trap were faulty and required replacement. Customer was quoted with option of replacing faulty parts but customer did not respond to the quote. Information about the current status of the ventilator has not been provided.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Device related data quality updates only: a correction of fields # d1 brand name, # d4 version or model # and # d4 unique identifier (UDI) # were required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit. D4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).